Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Implant date - unknown. Explanted date - still implanted. This report is number 1 of 6 mdrs filed for the same event (also see 0002242816-2013-00110 / 00115).

Event description:
It was reported that upon post-op review of spinal fusion case, it was discovered that there was disassociation of the pedicle screws heads. Patient outcome: no information has been provided at this time.